Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed and was unable to be recovered. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's tower door 4 was failed and it was unable to recover. The field service engineer (fse) had serviced door 4's latch by cleaning and oiling it. The fse then conducted multiple diagnostic tests, confirming that the latch functioned without any issues. The system functioned as intended after the field service engineer repaired the device.